Event description:
It was reported to philips that the system did not switch on during morning startup, while the system was outside of clinical use. There was no patient or user harm reported. Philips has started an investigation of this complaint.